Manufacturer narrative:
Samples received: 3 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Approx (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the sample received has been performed and the unit is tight. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. A minimum of five samples would be preferred to fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. The results of the samples received fulfill the OEM specifications, note of this incidence is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: italy. The suture is detaching from the needle while knotting during a laparoscopic procedure.